Event description:
It was reported that when using the bd pyxis¿ es server no orders showing for all station. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no orders were showing for all station. A technical support specialist found that the customer had filter enabled on to prevent messages from going to pyxis. A tse performed to remove the filter and resent the admission discharge transfer information, orders and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.